Manufacturer narrative:
The device has not been returned for analysis as it was fully used in the procedure. Additional information has been requested, including patient condition. Should it become available, a supplemental report will be submitted. The onyx instructions for use advises: stop injection if increased resistance to the onyx les injection is observed. If increased resistance occurs, determine the cause (e.g., onyx les occlusion in catheter lumen) and replace the catheter. Do not attempt to clear or overcome resistance by applying increased injection pressure, as use of excessive pressure may result in catheter rupture and embolization of unintended areas. Please reference MDR 2029214-2016-00911 for the catheter referenced in this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the apollo catheter ruptured and onyx was administered in to the posterior cerebral artery (pca) causing it to occlude the vessel. The procedure was to treat an avm in the occipital area. After flushing the dead space in the catheter with dmso the physician began to push the onyx through the catheter. The onyx injection rate was 1ml/min. There was resistance when administering the onyx, prior to the rupture. The physician then noticed the catheter had ruptured distally and the onyx was leaking into the pca. The procedure could not be completed and the avm was not treated as a result of the rupture. The patient was still under anesthesia after the procedure, but the physician believes their vision will be impaired.

Manufacturer narrative:
Correction: injection rate updated. Additional manufacturer narrative: investigation update in this event, user context may have contributed to the reported issue as the physician continued to inject the onyx against resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
The onyx injection rate was 0.1ml/min.

Manufacturer narrative:
Additional information: user facility report number received. Outcome attributed to adverse event. If information is provided in the future, a supplemental report will be issued.